Event description:
It was reported that review of a merlin.net transmission revealed noise on the atrial lead. The noise resulted in multiple inappropriate mode switch episodes. No intervention was performed and no patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.